Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6)2019 and investigated on (B)(6)2019. Signs of clinical use and evidence of blood were observed. The aortic cutter device was returned. A visual inspection was conducted. Specks of blood found on the aortic cutter. The safety lock on the aortic cutter was observed to be unlocked and the actuation button was depressed. The needle was observed to be advanced. The delivery device, and seal- tension spring assembly were returned inside the loading device. The tension spring and seal remained inside the delivery tube. The seal was partially extending outside the tube. The seal was then pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The white plunger on the delivery device remained un-pressed and the blue lock remained in the locked position. The following measurements were taken; the inner delivery tube diameter was measured at 0.199 in. The outer diameter was measured at 0.219 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint fitting problem was confirmed.